Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the pulmonary vein isolation procedure, the introducer was inserted and air bubbles were noted when drawing back from the side port. The sheath was repositioned but the issue was not resolved, air could still be withdrawn. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient.